Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that the coil failed to detach. A 8mm x 20cm interlock¿-35 was selected and advanced to treat the target lesion. During procedure, intermittent flush was performed and the coil was deployed all the way out. However, the coil failed to detached and it was noted that the coil stayed connected to the pusher guide wire. The physician then retracted the coil back into the catheter. The coil was reconstrained and went in and then back out of the catheter. The procedure was completed with a different device. No patient complications were reported and the patient's condition was fine. However, device analysis revealed that the main coil was broken, the interlocking arm of the main coil was missing, and the number of fiber bundles was below the assigned specification.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was returned for analysis. The visual examination revealed the main coil was severely stretched and broken in two. There was substantial blood present on the fiber bundles. The microscopic examination revealed no damage noted on the zap tip of the main coil. The interlocking arm of the main coil was missing. The number of fiber bundles was below the assigned specification. The dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿in order to achieve optimal performance of the interlock - 35 fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that the 5f imager ii selective diagnostic catheter is flushed vigorously, either utilizing a continuous flush or hand injection setup, before and after the introduction of each interlock - 35 fibered idc occlusion system.¿ (B)(4).